Manufacturer narrative:
The device was returned to zoll benelux and the customer's report was observed. The report was attributed to user mishandling. The multi-function cable was found to be broken and was replaced to resolve the report. The damages observed were not the result of normal wear and tear and are considered to be mishandling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.